Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator display was inoperable. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.